Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a restricted posterior leaflet. One clip was implanted successfully. The second clip was then advanced to the mitral valve leaflets, and grasping was performed. During retraction of actuator knob, the knob moved 5-6 cm back and came out of the clip delivery system (cds). It was observed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that during leaflet assessment the echo conditions were not good. An additional clip was implanted to stabilize the slda clip and reduce the mr. With the three clips implanted mr was reduced to 2. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for single leaflet device attachment (slda) or detachment of a device component from this lot. All available information was investigated and the reported detachment of device component was not confirmed via returned device analysis. In this case, the discrepancy between what was reported (actuator knob detached) and what was observed during returned device analysis (no detached component) was likely due to how the event was perceived and reported by the user. It is likely that the actuator knob was retracted further than just exposing the release pin groove, which was perceived by the user as the component detaching. Furthermore, the reported single leaflet device attachment (slda) appears to be a result of patient mitral valve anatomy in conjunction with the difficulties visualizing the clip and performing leaflet assessment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.